Event description:
The customer reported the system displayed a filament regulator error code. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage connectors were cleaned and regreased. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.